Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the prostar xl device failed. The physician stated he does not remember details of the case because the procedure occurred "so long ago". The method of how hemostasis was achieved was not reported. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as unknown). It was not possible to perform a thorough analysis of the product because it was not returned for investigation. Therefore, no determination can be made as to the contributing factors that caused the reported discrepancy. A specific mode of failure has not been reported in this incident. A device may fail due to a number of contributing factors including, but not limited to, user technique, operational context, anatomical condition, or a manufacturing anomaly. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information provided and the inspection criteria, there does not appear to be any indication of a product quality deficiency.